Event description:
It was reported a patient died while attached to the homechoice during peritoneal dialysis (pd) therapy. Cause of death was unknown. It was not reported if an autopsy was performed. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The patient was (B)(6) old. The patient died on an unknown date in 2013. The pal evaluated the device and no failure or malfunction were identified that could have caused or contributed to the home patient passing away. Review of the device's service history revealed no issues that could have caused or contributed to the patient passing away. A review of the event history logs revealed no failure, malfunction or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported difficulty. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The patient was admitted to the hospital with a diagnosis of brain stroke, haemophilus influenza type b, septic shock due to the haemophilus influenza type b, and meningitis. The patient had not performed peritoneal dialysis (pd) therapy prior to the hospitalization. During the hospitalization, it was reported the infant's health status deteriorated. A pd catheter was placed during the hospitalization and pd therapy was started. The following day, the patient died while connected to the homechoice. An autopsy was not performed. The cause of death listed on the death certificate was brain stroke, haemophilus influenza type b, septic shock due to haemophilus influenza type b, and meningitis.